Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose unknown mg/dl. The customer is requesting for fly pump.

Manufacturer narrative:
Findings: unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. (B)(4).